Event description:
The customer reported six (6) false positive results with the ID now covid-19 assay 2.0 performed on multiple patients on various dates. This MFR. Report addresses test four (4) of six (6). The customer reported a false positive result with the ID now covid-19 assay 2.0 performed on (B)(6) 2024 on a direct tested nasopharyngeal sample. Confirmation testing was performed via pcr (platform: misuho smart gene) on an unknown date which generated a negative result. Additional testing was performed on an unknown date via mizuho antigen test which generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m833188 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot: m833188, test base part number 192-430/ lot: m833188. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m833188 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.